Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) during software update, an auto baud error occurred while loading the power manager board. Restarting the system and adjusting the com port did not resolve the issue. Engineer stated that bad communication between the pmb and computer. Disconnect all the batteries, and the power supply, disconnect the cable from the j5 at the pmb. No harm or injury to the patient was reported.